Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shocks due to noise. The device was explanted and replaced. The patient's condition during and after procedure was good.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.